Event description:
Report received from the USA stating that the device's motor stopped working while burring. The device was being used during knee surgery, but there was no injury or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).